Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Product was available for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A functional test was performed and passed. A bluetooth pairing test was performed and passed. A bin file analysis was performed and passed. Customer allegation was not confirmed and a probable cause could not be determined. No additional event or patient information is available.